Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip cable at the grip hub. The broken cable cause not open or close properly. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. No pitch cable damage identified.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the mega suturecut needle driver instrument had an internal cable snap while in the abdomen of the patient. No injury was visible at the time. The instrument was removed from the console and tagged for repair. A new instrument replaced it. There was no reported injury. On 05/28/2024, intuitive surgical, inc. (Isi) received mw5154614 stating: during a robotic assisted surgery, the mega suturecut needle driver had an internal cable snap while in the abdomen of the patient. No injury visible at the time. Arm was removed from console and tagged for repair. New arm replaced it.